Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A first-aid person at a store reported that a customer had lost consciousness and had a seizure while shopping in the store. It was reported that the customer was squealing and didn't know where she was. The customer was given lucozade. The customer had obtained a reading of 26 mg/dl on her freestyle mini meter which is in the incorrect unit of measurement. The customer changed her medication based on the result before going to the store where the incident happened. The customer did not require any medical treatment. No paramedics were called. The customer has been keeping her freestyle test strips in her wallet, out of the vial. The customer has been advised to keep the test strips inside the vial. The customer was not aware of the unit of measure issue with freestyle. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.